Event description:
It was reported that during a surgical procedure at the user facility the device disassembled. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility the device disassembled. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported disassembly was confirmed by a manufacturer service technician through visual inspection. During device evaluation, it was noted that the device came apart at the press fit seam. After disassembly at the press fit seam, the remaining pieces (the drive shaft and the chuck) are highly visible; therefore, if they were to come in contact with a surgical site, they could be easily removed. Potential causes for the reported disassembly include a material fatigue issue or impact. The attachment is not a repairable device and will therefore not be returned to the user facility.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.